Manufacturer narrative:
This report is submitted on january 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the electrode array into the semi-circular canal, however the decision was made to explant the device; subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.